Event description:
The patient contacted animas on (B)(6) 2013 reporting that they were going to change the battery and they are unable to remove the battery cap from the pump. The patient denied any damage to pump. The patient stated the cap is now stripped from trying to remove it. There is no reported adverse event with this complaint. This report is made based on the allegation of the external component issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.